Event description:
Reporter indicated that the site's programming system was not functioning properly. The programming system was returned to the manufacturer. Analysis on the programming wand confirmed the alleged complaint. The analysis revealed that the serial data cable, which produced communication errors, had an intermittent conductor and in addition, the returned battery was depleted. However, all communication errors cleared and full product functionality restored after replacement with a known good cable and known good battery.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.